Event description:
The lay user/patient contacted lifescan on 12/21/06, and alleged that her one touch profile meter (serial number not provided) was giving the not enough blood message. The patient reported that her son had called her and noticed that she was "talking funny." He came home right away and gave her a drink (appeared to be ensure). Prior to the son coming home, the pt had attempted to test on the meter and rec'd the not enough blood message. It was unclear if this was the only time she had received the message. She also reported getting results of 74 mg/dl, and 174 mg/dl, but it was unknown when these tests were done. The pt did not require any medical intervention from a healthcare professional. At the time of troubleshooting, it was verified that the condition of the test strips was good. The pt was unable/unwilling to answer if she was using the correct testing technique. She was asked to clean the meter and retest, but the issue was not resolved. She was also asked to retest with a new vial of test strips, but the issue persisted. There is insufficient and unclear info regarding when the pt obtained the not enough blood message (before or during experiencing the symptom). She experienced low blood glucose which was treated with a drink (per patient, it was a drink to supplement her diet). The issue was not resolved with troubleshooting, in lack of enough info, the complaint is reported because the error message might have contributed to the pt's condition. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.